Event description:
As reported by a field clinical specialist (fcs), at the end of inflation of a 26 mm sapien 3 ultra valve in the aortic position in a non-ew surgical valve via transfemoral approach. The patient has a heavy degree of calcium in the landing zone. The balloon ruptured. Aortography demonstrated no injury, pvl, ai and desired position for valve. While attempting to remove the commander from the patient the balloon caught on the esheath and began to split the esheath along the dynamic expansion seam. The team attempted to remove the esheath and commander as a unit from the patient, but the balloon appeared to catch on plaque in the distal abdominal aorta or proximal right common iliac artery. Manipulation of the system freed up the balloon to the point, the commander could be withdrawn to the common femoral artery. Vascular surgery performed a cutdown to the right common femoral artery and removed the system. The balloon has separated from its shoulders and is wrapped around the tapered tip of the system. Calcified plaque was attached to the balloon (subsequently removed from the balloon by the team). The artery was surgically closed, and the patient was sent to recovery in stable condition. Per additional evaluation, distal tip torn, and distal tip split were noted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16870. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded and torn for 7 inches from distal tip. Distal tip opened as designed along the axial score line, but torn radially, split, and scratched. Hdpe folded inward and damaged near distal tip. Liner stretching and bunching towards the sheath hub at distal tip. C-marker band present. All score lines present on distal tip. Imagery was provided from the site and revealed the following: tortuosity and calcification are present in the access vessel (right side). A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional testing of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per review of returned imagery, tortuosity and calcification were observed in the access vessel. Per evaluation of the returned device, the sheath liner was fully expanded and torn for 7 inches from the distal tip. Scratches were observed at the sheath distal tip, suggesting possible interaction with access vessel calcification. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuosity can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and lead to liner tears upon removal. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Per evaluation of the returned device, the sheath distal tip was torn radially, split, and scratched, with hdpe folded inward/damaged near the distal tip. In addition, the sheath liner was stretched and bunching towards the sheath hub at the distal tip. These observations are indicative of withdrawal difficulty of the delivery system into the sheath tip. Excessive manipulation applied in attempt to retrieve the delivery system with altered balloon profile likely led to the observed sheath distal tip tear and split. Additionally, the difficult patient anatomy (tortuosity, calcification) could have also contributed to the tip splitting and tearing. Sharp calcified nodules can damage the sheath tip through direct contact. Tortuosity can increase interaction between the sheath tip and access vessel, leading to damage of the sheath tip. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (withdrawal difficulty of burst balloon, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.